Manufacturer narrative:
The patient had a prior total ankle replacement that failed with the talar dome collapsing into the subtalar joint. It was revised with a custom total ankle/total talus replacement as 520(b) custom per design inputs by, and approval from, the operating physician. According to the physician, the patient's medial soft tissues completely gave out, leading to instability and valgus collapse. Review of production records reveals no abnormality that might have contributed to any adverse event. From the information provided by the physician, there is no suggestion that the event was due to the restor3d implant, but rather due to the patient's condition and failure of their soft tissues.

Event description:
The patient received a total ankle-total talus replacement as a revision to a failed tar. The patient later presented with bone loss and voids in the calcaneus requiring revision to an ankle fusion.